Event description:
The manufacturer's representative reported the patient presented to the hospital in respiratory distress the evening of 2006. The most recent pump programming was in approx four months earlier when the pump was programmed to deliver morphine 25mg/ml at 5mg/day. The pump reservoir was reported to have been empty since the following month with no refills or programming since that time. The patient was known to be noncompliant with a history of missing refills and also to have underlying medical conditions that may have contributed to the event. The patient is reported to be stable now.